Manufacturer narrative:
E: initial reporter facility name - (B)(6) hospital. The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. Media provided by the client that showed an angiography but no evidence of the reported issue.

Event description:
Reportable based on device analysis completed on 08jan2024. It was reported that crossing difficulty occurred. The 82% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure, the catheter could not cross the lesion. The procedure was completed with another of same device. There were no patient complications reported. However, device analysis revealed the imaging window was detached.